Manufacturer narrative:
The summary provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
Customer reported via phone call that they used glucagon shot due to low blood glucose level on (B)(6) 2020. Customer's blood glucose value was 42 mg/dl at the time of the incident. Low blood glucose was due to the weight loss and the insulin pump was not adjusted to the weight loss. The customer declined troubleshooting for low blood glucose. Customer was wearing the insulin pump for this low blood glucose. Customer also mentioned hospitalization on (B)(6) 2020 for a low blood glucose level of 24mg/dl and not being on the pump on (B)(6) 2020 with low bg of 40mg/dl while still in the hospital. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that ambulance took them to the hospital due to low blood glucose level on unknown date. Customer's blood glucose value was 24 mg/dl to 42 mg/dl at the time of the incident. Low blood glucose was due to the weight loss and the insulin pump was not adjusted to the weight loss. The customer declined troubleshooting for low blood glucose. Customer was not wearing the insulin pump for this low blood glucose. The customer was treated with a glucagon shot. The device will not be returned for analysis.